Event description:
Pt had tightness in the chest in 2003. Pt went to the doctor who did an EKG and found it abnormal. Pt had blood work and cat scan. Heart catheterization was done and three blockages were found. Two stents were implanted. Pt had a stroke one month later. A number of tests were done. Pt was put on a number of drugs and sent to therapy and to home health. Bp has become erratic fluctuating between 123/64 - 169/74 and pulse fluctuates between 46-68/min. Medication: atenolol, cozaar, primadone, prednisone, plavix, clonidine.